Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether was flushed after cutting which resulted in the tether becoming entangled and an inability to perform the tether removal. The delivery system was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.